Event description:
The initial reporter alleged discrepant results with the kit cobas 6800/8800 mpx 480t ce-ivd assay on the cobas 6800 instrument. The allegation involved eight different donor samples that initially tested reactive for human immunodeficiency virus (hiv) using the cobas mpx assay. Upon repeat testing, all eight samples generated non-reactive results. Serology testing for all samples was also non-reactive. Based on the non-reactive repeat results and non-reactive serology, the blood donations were used.

Manufacturer narrative:
The reported event occurred on a cobas 6800 analyzer (serial number: (B)(6). The investigation determined that the cobas mpx assay performed within specifications. A review of the data confirmed that the initial reactive results for eight donor samples showed late amplification, while repeat testing and serology results were non-reactive. Positive and negative control growth curves were robust and sigmoidal, indicating proper assay performance. No issues were identified in the quality control data, complaint history, or non-conformance review. The most likely cause of the discrepant results was attributed to samples with viral loads near, at, or past the limit of detection (lod) of the assay, which can result in variability between reactive and non-reactive results. Additionally, potential low-level contamination due to deviations from optimal workflow could not be ruled out. The device remains in operation at the customer site, and the customer was advised to adhere to optimal workflow practices during reagent and sample handling.